Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas confirmed an outflow graft twist, which could have contributed to the observed low flows in the retrieved log files. Although a specific cause for the twist in the sealed outflow graft could not conclusively be determined through this evaluation, it appeared to have contributed to the low flow events. Additionally, the report of a decrease in pump flow was confirmed through the analysis of the submitted log files. The submitted log files contained data from 1apr2019 through 2apr2019. The log files showed a decrease in flow throughout the log files, dropping to below 1 lpm. The lvad was returned assembled with the pump cable severed approximately 13" from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump. Smooth tissue was observed on the outside of the distal segment of the graft. Upon removal of this tissue accumulation, it was noted that it had developed into the convolutions of the outflow graft twist. The original state of the outflow graft could not be determined as the outflow graft was severed in the location of the twist. A specific cause for this outflow graft twist could not be conclusively established through this evaluation. Upon disassembly of the returned device, visual examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations. The lvad was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had an lvad pump exchange on (B)(6) 2019 and outflow graft twist was confirmed. Sternal closure was performed the following day. The patient was placed on dobutamine and lasix following exchange. The patient's central venous pressure (cvp) increased and the patient appeared to be volume overloaded upon exam. Pulmonary edema was present on chest x-ray and mixed venous oxygen saturation (svo2) was low. The patient continued to receive inotropes, nitric oxide, and lasix. Symptoms began to improve and inotropes and nitric oxide were stopped. The patient was transitioned to oral lasix. No further signs of right heart failure or volume overload were noted. The outflow graft twist was confirmed to be the cause of the low flow alarms and pump malfunction. The patient remained stable following the pump exchange.

Manufacturer narrative:
The explanted device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 6 months.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to clinic for a follow up since having low flow alarms earlier in the morning while asleep. The patient's labs were at baseline and vad interrogation showed low flows from (B)(6) 2019. The patient was asymptomatic and was admitted for observation. Log file analysis showed low flows and showed the pump seeing a reduction in blood volume. The patient's low flows persisted and vad speed was increased to 5600 but then decreased back to 5500. The patient received computed tomography (CT) scans revealing a concerning area on the outflow graft that looked to be a twist. The patient was sent for an intra-aortic balloon pump (iabp) and placed on epinephrine and nitric oxide. The lvad was turned off on (B)(6) 2019 and the patient received a pump exchange on (B)(6) 2019.